Event description:
Initially it was reported by the customer via the arjohuntleigh representative that patient was lowed into the wheel chair, during this the end of the hanger bar assembly hit the wheelchair and popped out of the t-bar assembly. The patient was in the wheelchair at this point and did not get hit by the spreader bar assembly. MFR report #: 9611530-2014-00040.